Manufacturer narrative:
As viewed through the returned packaging, the coil was found to be unsheathed, entangled, and unprotected. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. An extended amount of time was required to remove the coils knots and entanglement. The coil was undamaged. No manufacturing or material defects were found. No damage was found to the complete introducer sheath. The coil was fully unsheathed and resheathed multiple times with no problems encountered. Laboratory testing could not duplicate the resheathing difficulty as the coil was resheathed multiple times with no problems encountered, therefore the root cause of the resheathing difficulty cannot be determined. Concerning the microcatheter position being reported as unstable; while the exact circumstances that produced this effect cannot be determined, a possible contributing factor may have been the selection of the progreat microcatheter (an unspecified size was utilized in the procedure, which is either a 0.022¿ or a 0.025¿ inner diameter) which is incompatible with the 18 series deltamaxx coils. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The deltamaxx microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.0615'' to 0.019'' (0.420-0.483 mm). The progreat microcatheter inner lumen comes in two sizes 0.022' and 0.25'' in which both inner lumens exceed the IFU's recommended maximum inner lumen size of 0.019''. In addition, without the return of the progreat microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the instability of the microcatheter at the target site when the complaint coil was successfully delivered to the aneurysm. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was unreported entanglement of the coil. The circumstances of the entanglement cannot be determined however this may be caused by post-procedural handling as the system may have been cleaned. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of an aneurysm at the left internal iliac artery the deltamax (cdx181242-30 / c31994) could not be resheathed. The patient's details such as sex, dob, and the calcification level of the vessels were not available, but the patient's vessels were mildly tortuous. A sheath introducer by terumo (model unknown), a gt guide wire by unspecified manufacturer, a guiding catheter by terumo (model unknown), and a progreat microcatheter (terumo) were used for this procedure. For the 1st coil, the complaint deltamaxx was chosen. The coil was successfully delivered to the target aneurysm, but the position of the microcatheter (mc) was unstable. In order to re-insert the mc, the deltamaxx was withdrawn from the patient, yet it could not be re-sheathed. For precaution, a new deltamaxx of the same size was inserted instead. The procedure was completed with 11 coils (deltamaxx / cashmere) successfully implanted in total. There were no further issues or delay, and no patient injury/complications the complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter or in the vessel. The complained will be returned for analysis. No further information is available. Returned product analysis discovered that the product was unsheathed and entangled on itself.